Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 24jun2026 in the b.5. Field. No further follow-up is planned. Evaluation summary the reporter stated the patient started using the device approximately 4-5 years ago. There was no product complaint for the device, and the device was not returned for investigation. There was evidence of improper use of the device. The device model duration of use and suspect device of duration was approximately 4-5 years. The user manual states "do not use your pen for more than 3 years after the first use or past the expiration date on the carton".

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a this spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via cartridge (batch number d784974c) via reusable humapen luxura half dose (batch number 1708g02), for the treatment of an unknown indication, beginning on an unknown date of 2021. Dose and frequency were not provided. Since an unknown date, after starting the insulin lispro treatment, the patients mother performed the calibration several times to remove the bubbles (microbubbles). He had unregulated glucose since thursday. The night before, he remained with high glucose throughout the night and was almost taken to the hospital. At 2 am, the mother found that her son had glucose at 300 mg/dl. The mother managed to stabilize, it was around 11 pm. He went to sleep with it at 120 mg/dl and then went to 300 mg/dl. The company considered the event of blood glucose increased as serious due to medical significance. Initially, the glucose controlled, but it rose again shortly after. The doctor suspended the use of insulin lispro to assess what happened. No information regarding corrective treatment and status of insulin lispro treatment was provided. The operator of the reusable humapen luxura half dose and training status was unknown. The general reusable humapen luxura half dose duration and the suspect reusable humapen luxura half dose duration of use was four to five years (considered improper use). The action taken with the suspect reusable humapen luxura half dose and its return status was not provided. The reporting consumer did not provide the relatedness of the event with insulin lispro treatment or reusable humapen luxura half dose. 28-may-2026: all the information received on 25-may-2026 were processed together. Update 24jun2026: additional information received on 24jun2026 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields. Corresponding fields and narrative updated accordingly.